Event description:
On january 31st, 2024, hcp reported that the patient had pdo threads implanted almost two weeks ago. According to the hcp, after five days of post-treatment, the patient experienced delayed temporary nerve injury on the right side and the mouth could not be opened. Hcp mentioned that the temporary nerve injury usually resolves in two weeks after the swelling subsides. Our medical director provided advice to the hcp to communicate with the patient. The medical director recommended facial physio involving smiling thirty times in a row, three times a day and suggested oral steroids for five to six days. On february 12th, 2024, the hcp provided additional information that the patient did not disclose at the time of treatment. According to the hcp, the patient had someone else place filler on the jawline using a cannula ten days before pdo threads treatment. The medical director from the healthcare facility provided an update to the hcp concluding that the patient had significant swelling on one side. An anti-inflammatory was prescribed. On february 21st, 2024, hcp reported to the sales representative that the patient has healed and is completely fine.